Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she can't push any of the buttons. Customer took the battery out to reset it and it did not resolve the issue. Customer stated that she puts the pump in her bra area and the buttons were against her skin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.